Manufacturer narrative:
Start date field - it is not known if the date provided was the date the patient started the medication or if the date provided was the date of most recent dose. This information was requested but has not been provided. This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for crphs cardiac c-reactiveprotein (latex) high sensitive (crphs) on a cobas 4000 c (311) stand alone system and a cobas 8000 modular analyzer used at another laboratory. This medwatch will cover the cobas 8000 system. Refer to medwatch with a1 patient identifier pt-14626 for information on the c311 system erroneous results. The initial result on the c311 system was 0.26 mg/l. The sample was repeated and the result was 255.19 with a data flag. The sample was repeated again on the c311 system and the result was 318.11 mg/l with a data flag. The initial sample was sent to another laboratory using a cobas 8000 system and the results were 106.69 mg/l and 216.54 mg/l. There was no allegation that an adverse event occurred. The crphs reagent lot number and expiration date were not provided.

Manufacturer narrative:
A specific root cause was not identified. No additional information related to the cobas 8000 modular analyzer used at another laboratory was provided for investigation.